Event description:
It was reported that the hub at the pta balloon dilatation catheter was cracked upon removal from its packaging. Reportedly, there was no damage observed to the packaging itself. The device was not used on a patient.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this failure mode. The device was returned. The investigation is confirmed for a crack in the hub of the catheter. The definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. It should be noted that all vascu trak catheter are 100% inspected at manufacturing under magnification for potential defects. The vascu track 2 pta balloon instructions for use (IFU) provides general instructions for use of the device, as well as the warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.